Event description:
As reported by the user facility information by bbm sales organization in switzerland: "underinfusion". According to the infusomat, the precoat bag (ready-to-use solution from the apo 2.5l) should have been completely infused. However, there was still about half of the precoat fluid in the bag. Patient had too high creatinine because he had received too little fluid. Patient then needed more fluid, could not go home and if the chemo level was too high, in the worst case he would have to receive an antidote.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: m030003. 2.5 hours of operation: 30925 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The date of the incident was given: 2022-06-22. For this reason, the history files at 2022-06-22 were investigated. There are many "upstream-" and "pressure alarms". The reason for these alarms could not be clarified. Furthermore, there are no anomalies in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The p2 connector shows oxidized contacts. Furthermore, the device is in a clean state and no visible damage can be located. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,654 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,284 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,113 bar (should be: 1,8-2,5 bar). Pmin: is: 1,909 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,987 bar (should be: >1,0 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,28%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected. To investigate the inside, the device was disassembled completely. The operating unit shows broken parts. Those damages are due to an external force damage. Furthermore, there are no anomalies. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flow-rate deviation. The damages at the operating unit are due to an external force damage.